Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, the helix on the right atrial lead broke after multiple lead positioning attempts and the lead was twisted. The lead was not used and a new lead was implanted. The patient was in stable condition.

Manufacturer narrative:
The lead was re-analyzed after receiving new information. The reported events of helix broken and high lead impedance were not confirmed. The reported event of lead twist and loss of sensing was confirmed. The cause of the reported events of lead twist and no sensing were isolated to over torque of the inner coil.

Event description:
New information received noted that the lead also exhibited high pacing impedance and loss of sensing during testing with the pacemaker system analyzer.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.